Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing low and high blood glucose levels. The customer stated that he had dropped his insulin pump. The customer stated that the insulin was swinging, which pulled at the tubing of the infusion set and subsequently caused the no delivery alarm. The customer did a complete set change and stated everything was then fine. The customer's blood glucose was most recently 315 mg/dl. Advised customer to call back if he needed further assistance. Nothing further reported.